Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device a patient became hypotensive, while receiving high doses of medication. The valve was replaced, and the patient¿s blood pressure improved. It was also reported that the luer valve was tested with saline, and it ¿presented a great resistance to infusion¿.

Manufacturer narrative:
Investigation: DHR review was performed on the sub assembly lots. All challenge, set up and in process sample were performed in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received one q-syte assembly with no packaging material. Visual/microscopic examination: severe damage (tears) on the top septum disk and on the slit was observed. The tear on the top disk extended to the column wall. Damage (tears) was observed on slit of the bottom disk (dissected after flow test). The water flowed freely into the q-syte unit and out with no obstruction-resistance confirming bottom slit presence. Flow test: the flow test passed per specification of 1 liter/hour with the result of 29.33 l/h although the flow rate result passed per specifications, the tear observed on the top disk/slit of the unit could be a contributive factor for the failure of flow rate (if the user was trying to insert devices through the tear instead of through the slit), the tear observed on the top disk is normally attributed to incorrect usage or excessive actuations. A definite root cause that caused the damage observed with the returned unit could not be identified.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device a patient became hypotensive, while receiving high doses of medication. The valve was replaced, and the patient¿s blood pressure improved. It was also reported that the luer valve was tested with saline, and it ¿presented a great resistance to infusion¿.